Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 585 mg/dl in the morning and customer¿s current blood glucose level was 450 mg/dl. Customer was treated with bolus for high blood glucose. Customer was suspicious that the pump had been exposed to the moisture of insulin in the insulin pump as they smelled strong of insulin. Customer stated that the self test passed. Customer did not using auto mode. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.